Manufacturer narrative:
Device alarmed pump error 130 during motor rewind. After further review, the motor was unable to turn due to a corroded motor home switch. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests or verify possible over or under delivery anomaly due to pump error 130. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced low blood glucose level of 48 mg/dl. The customer does allege insulin pump for under delivering insulin. It was reported that piston was not moving while giving boluses. The customer reported that they also experienced high blood glucose and level was in 300 mg/dl at night. The customer stated that they manually injected insulin without knowing the amount of insulin that took blood glucose continues to go down and took carbs or juice to bring it up. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.